Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The root cause of this complaint is a design limitation.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic obtuse marginal branch. The physician first attempted to advance the ivus catheter atlantis sr pro2 to the lesion but was unable to cross. Then the physician advanced the 1.5x15mm maverick2 balloon to the lesion and experienced difficulty crossing the lesion, so the physician inflated the balloon to 12 atms for two to three seconds to complete the advancement. When the balloon crossed the lesion, the physician viewed the fluoroscopy and observed that the balloon had ruptured. The balloon was removed intact and inflated outside the body and contrast medium leakage was observed. The physician then advanced a 1.3x10mm non-bsc balloon catheter to the lesion and inflated it several times to 10 atms. Then the physician attempted to use ivus again, but the catheter would not cross the lesion. The physician then successfully completed the procedure with a 2.5x14mm non-bsc balloon catheter. Patient status is reported as "fine."